Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time; however, the most probable cause could be attributed to user handling and likely that the activation knob was depressed.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the cutting forceps was activating intermittently on its own. There was no bleeding or patient injury reported. The procedure was completed with a different cutting forceps.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device malfunction. The device was plugged into an olympus test generator (esg-400) and a ¿data transfer¿ error displayed. The error was cleared and the blue coag button was tested and noted that the blue coag button would activate with a very slight touch. The blue button was removed and revealed that the left dome switch was collapsed. The collapsed dome switch causes a closed electrical circuit which will activate the device on its own or cause an error code on the generator when plugged in.